Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8100 ail bolus limit error message account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: kevin had an error message "ail bolus limit" during patient side occlusion test lvp8100. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I instructed kevin to connect pcu to alaris system maintenance software manually. He did so, the issue was resolved. Ref:_00d30y0yr._5000l1idvog:ref